Event description:
During device replacement for normal battery depletion, externalized conductors were observed on the right ventricular (rv) lead via diagnostic imaging. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.